Event description:
T was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.